Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose, ketones. Customer's blood glucose value was 15.8 mmol/l at the time of the incident. Customer stated the other blood glucose value was 4.8 mmol/l. Customer stated the reservoir was leak and insulin was squirting out the end of the reservoir. Customer was treated with insulin pump and intravenous insulin. The insulin pump will not be returned for analysis.